Event description:
It was reported, the pt's ipg (implantable pulse generator) was not recharged in about 2 years and did not communicate when attempted with multiple chargers. The pt wanted to use the stimulator and hence, was to consult with the physician about the revision.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.